Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during testing at service and repair, the technician found out that the torque limiting rachet handle has failed in calibration. There was no patient involvement. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 10nm torque limiting ratchet handle- 6mm hxc (p/n: 03.620.061, lot #: 6978496-44) was returned and received at us cq. Upon visual inspection, slight discoloration was observed on the device but was no impact on the device functionality. No other issues were identified with the returned device. The customer reported the device had failed in calibration. The repair technician reported the device failed high. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition was confirmed for the 10nm torque limiting ratchet handle- 6mm hxc (p/n: 03.620.061, lot #: 6978496-44). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.620.061. Synthes lot # 6978496-44. Supplier lot # 6978496-44. Release to warehouse date: 25 sep 2012. Supplier: (B)(4). No ncr's were generate during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.